Event description:
It was reported that during a pulsed field ablation procedure, steering issues and resistance occurred during manipulation. The shape of the catheter was observed to be deformed. The catheter was replaced and a knot formed in the replacement catheter. The catheter became tangled upon itself, and attempts to resolve the knot by removing and rotating the guidewire were unsuccessful. The catheter was withdrawn into the sheath as much as possible, but it came apart during withdrawal. The distal portion of the flexcath sheath was cut to remove the pv tracker due to resistance at the hub from the electrodes. Blood was observed in the catheter handle, and excessive bubbles were noted during aspiration. The second catheter was replaced and a third catheter was used. The sheath was also replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. It was further reported that with the first loop catheter, the distal part of the catheter came apart where the electrodes were. With the sheath, the physician noticed blood on the catheter handle and was not sure where it was coming from and questioned if it came within the sheath. The physician further complained there was too much microbubbles and was more than any other sheaths they had to aspirate in their experience.

Manufacturer narrative:
Continuation of d10: product ID: product type: pscc100, product ID: catheter; product type: pscc100, product ID: catheter; product ID: 10fcc13, product type: sheath product event summary: the pscc100 loop catheter with lot number 0012726949 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. Visual inspection of the array revealed it was completely detached and found stuck inside the hemostasis valve of the used sheath. Additionally, the proximal end of nitinol array wire was dislodged from dual lumen, an exposed electrode wire was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, the proximal spiral array pebax was torn and broken electrodes wires were observed, and the guide wire lumen tip was damaged and broken. The printed circuit board assembly (pcba) was read and functional testing with the generator could not be performed due to the condition of the returned catheter. In conclusion, the catheter failed the returned product inspection due to a torn array pebax arm tube, and exposed electrode wire on the array, dislodgement of the nitinol array wire from the dual lumen, and broken electrode wires in the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.